Event description:
The customer observed falsely decreased alinity I estradiol result on one patient. The sample was repeated after the physician questioned the result. The repeated result was higher. The following data was provided: on (B)(6) 2022, sid (B)(6), initial result = 2294 pmol/l, repeated result = > 3670 pmol/l, result after dilution = 16268 pmol/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This follow up is being submitted to include the initial coding in section h6 for component code, type of investigation, investigation findings and investigation conclusions that were not included in the initial report.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument, performed multiple troubleshooting procedures, and determined the wash zone probe and the alinity I baffle wc were the likely causes of the issue. The parts were replaced which resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. An instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results reported for (B)(6). A review of tracking and trending of the immunoassay systems did not identify any trends for alinity system, or the likely cause parts with regards to the current issue. The device history records were reviewed, and no non-conformances were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity I processing module for serial number (B)(6) or the likely cause parts was identified.